Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. One partial recapture was required. There was no device shoulder noted at implant. At the 45-day follow-up, the device was very proximal with a device shoulder and there was a leak around the device of an unknown size. The intraprocedural images were reviewed and it appeared that the device had shifted from the implant day to the 45-day follow-up. The patient will be kept on anticoagulation and monitor the device to see if it changes further. The patient was asymptomatic.